Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, audio/vibrate anomaly/absence of alarm. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was performed. The customer reported an issue with the pump display. No harm requiring medical intervention was reported. No product return was required for mmt-1882.

Manufacturer narrative:
No blank display noted during testing. However, pump was received with flashing white display and audio/beep/vibrate. Unable to perform self test, active current measurement, sleep current measurement or download file history due to flashing white display. Pump was cut open to perform visual inspection and found no moisture damage on the electronics assembly, motor, vibrator. Swapping out test boards confirms flashing white display is isolated to pcba1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked case (battery tube). Blank display not confirmed. Pump was received with flashing white display/audio/beep/vibrate is isolated to pcba1 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.